Event description:
The customer called to report that she had been experiencing high blood glucose. The customer also stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump did not vibrate properly during the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.